Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the bag tore during retrieval of the specimen. It could not be reported if the specimen fell into the cavity. The device was removed and a new one opened. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.